Manufacturer narrative:
It was reported that a patient was noted to have a cordis filter per scan imaging done. The type of filter was not identified. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the scan noted the ivc filter struts projecting beyond the lumen of the ivc wall. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as a long-term complication and procedural complication related to ivc filters. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of perforation could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was noted to have a cordis filter per scan imaging done. The type of filter was not identified. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the scan noted the ivc filter struts projecting beyond the lumen of the ivc wall. Further, the patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment due to long term implant of the ivc filter. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the body.